Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 492 mg/dl. The customer treated with manual injections. The customer had symptoms such as feeling tired. The customer also had blood glucose of 492 mg/dl and bloused for it and it did not help. The customer checked her blood glucose and it was at 540 mg/dl. The customer drank some milk and was not feeling well. The customer's blood glucose was at 602 mg/dl. The customer took a manual injection and it went down to 390 mg/dl. The customer declined to troubleshoot for high readings.